Event description:
The customer reported the save operation had failed and they were unable to save images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.